Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicating the patient first started experiencing the symptoms when the patient was getting their pump refilled on (B)(6) 2015 and a rash was noticed. The pump was removed as a result of the infection/cellulitis and symptoms. The symptoms had been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported an infection and infection symptoms. The hcp requested info on pump off. The emergency room (ER) hcp was afraid the infection would get into the patient's cerebral spinal fluid (csf). It was unknown if the infection was related to the device. The patient was directed to the ER by his managing hcp because it looked like the patient may have cellulitis. The hcp noted that it looked bad and confirmed that the infection was around the pump area and all in the belly. The area of infection was the pocket. The patient was experiencing itching and chills. They cultured the infection, and they would know what type of infection it was soon. They were still in the process of diagnosing the infection. It was unknown if this was a sudden or gradual change in therapy/symptoms. It was unknown if there was an allegation against device sterility. The patient's history was unknown. The patient was hospitalized, and currently in the ER. The health care provider (hcp) later reported through a manufacturing representative that the pump was removed due to an incidental scratch (during routine daily activities) the patient received near the pocket site that turned into cellulitis and abscess. It was believed that re-implant was planned in the future. The issue had resolved at the time of this report. The patient's status was alive no injury at the time of this report. The indications for use were failed back surgery syndrome and spinal pain. The system was delivering clonidine 1000 mcg/ml at 199.8 mcg/day and dilaudid 30 mg/ml at 5.99 mg/day. The lot numbers were unknown. The results of the culture were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.